Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing two low blood glucose events, one on (B)(6) and the other in (B)(6) 2013. She stated that her glucose level dropped to 15mg/dl, but the other days it went up to 400 to 500mg/dl. The customer also stated being in the hospital multiple times in the past two years. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the police pulled over because she was driving on the wrong side of the road, and they though she was on drugs or alcohol. The blood glucose reading was 19mg/dl when the paramedics arrived. The customer also stated that she went to her doctor's office and was having blood drawn. The customer stated that the nurse left the room and when they returned the customer was on the floor in hypoglycemia seizure. She mentioned that in (B)(6) 2012 she was in the hospital twice for low blood glucose. No further information was provided.